Event description:
During remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician suspected rv lead damage, although it was not confirmed. No intervention has been performed. The patient was stable.